Event description:
Per the clinic, the patient experienced skin overgrowth. Subsequently, the patient was placed under general anesthesia on (B)(6) 2019 in order to explant the device and underwent a skin revision surgery to remove excess skin. It is also reported that the patient was treated with topical and oral antibiotics (date and duration not reported).